Event description:
It was reported the patient has had to walk with a walker ever since the replacement surgery. The doctor mentioned nerve damage but the patient couldn't clarify any details. She got involved with this inquiry after seeing a commercial on television and contacted a law office in houston, tx. She is concerned if any of her implants have been recalled.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information received from the patient indicated that she does not want stryker to complete investigation on her implants. She will send the implant sheet. Should additional information become available, the evaluation summary will be submitted in a supplemental report.